Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports they had lost consciousness. The patient was using the pods in manual mode. The patients parent had removed the pod and treated the patient was glucagon but the patient remained unresponsive. The patient was taken to the hospital by ambulance. Once at the hospital the patient was place in the intensive care unit and intubation was performed. The patient was treated with intravenous fluids as well as glucagon and manual insulin injections. The patient remains in the hospital intensive care unit at the time of this call.